Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, most of the keys on the keyboard were not responding. Most users were unable to log in because they could not type their usernames, which located on pt7 westsd. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database had been corrupted and required reimaging of the station. A field service engineer powered off the station, and a universal serial bus drive was set up to transfer the image. The image was downloaded, settings were updated, and the remote support service connection was verified. The system was synchronized with the server, and the required packages were deployed to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.